Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin gauge was inaccurate and static. The customer's blood glucose level was 380 mg/dl. Customer loaded the cartridge with cold insulin. Tandem technical support (cts) educated the customer on insulin/cartridge labeling. Customer declined to further troubleshoot with cts and continued using the current cartridge.